Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "foreign material" (foreign body in patient). Product problem(s): "filaments" (foreign material present in device). The surgeon reported: I noticed these occasionally (filaments). No infections yet. It is frustrating to see these pod 1 on otherwise excellent cases. My thought was these are from the blue drape that the cannulas sit on before the tech hands us the instrument. Additional follow-up information has been requested.